Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid-right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated twice up to 10atm. However, at second inflation, it was noted that the balloon ruptured. The balloon was removed without problem from the patient's body with the usual method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.